Event description:
It was reported that the tachy therapy on this implantable cardioverter defibrillator (ICD) has been turned off. This device remains in service. No adverse patient effects were reported.